Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure when the wire was placed in the right biliary duct, the tip became kinked. They tried to remove the guidewire, but the distal tip detached inside of the patient. The detached component was not retrieved. There were no patient complications as a result of this event. The patient condition was reported as ok post procedure.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years old. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure when the wire was placed in the right biliary duct, the tip became kinked. They tried to remove the guidewire, but the distal tip detached inside of the patient. The detached component was not retrieved. There were no patient complications as a result of this event. The patient condition was reported as ok post procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the pebax tip section was damaged, revealing the metal tip of the corewire. The ptfe jacket was damaged and twisted. The outer diameter of the guidewire was measured in three locations and found to be within specification. A analysis of the distal tip did not reveal any presents of the adhesive used to attach the pebax to the corewire. Due to the lack of adhesive, the most probably root cause is manufacturing. Since the manufacturing of this complaint device, a corrective action has been initiated to address this issue. A DHR (device history record) review was performed and no deviation was found. Similar complaint trend review revealed no other complaints reported for lot number.